Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt is a (B)(6) male who has had history of curettage and cementing of the right distal femur for a giant cell tumor (B)(6) 2002. He did well and then developed osteoarthritis of the right knee combined with his obesity. He had significant pain and he agreed to proceed to have the right distal femur reconstruction done with a hinge component."